Event description:
The device was used during a pneumenectomy. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon resected the tissue at the application site. The hospital has reported the pt's condition is satisfactory.